Event description:
It was reported that patient believes to have contracted hepatitis due to phlebotomist reusing eclipse needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the customer stated that he thought the phlebotomists reused the eclipse needles, because the needle and holder were already set up before starting the blood draw on the patients, instead of setting them up in front of the patients. He believed this practice is the way he contracted hepatitis.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that patient believes to have contracted (B)(6) due to phlebotomist reusing eclipse needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the customer stated that he thought the phlebotomists reused the eclipse needles, because the needle and holder were already set up before starting the blood draw on the patients, instead of setting them up in front of the patients. He believed this practice is the way he contracted (B)(6).